Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: july 10, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the connection (welding joint) between the gripping head of the handle and the shaft is broken. There are severe traces of impact on the striking. Also the shaft is showing marks of hammering. The hexagonal tip and the thread at the tip are intact. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic observation shows remaining laser welds on both involved components showing that the weld joint was correct at the time of manufacturing. Because of the wear and tear signs, it is likely that repeatedly heavy hammering blows on the device could have led to the rupture of the welding between the stroke cap and the shaft. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blue handle of the impactor is loose. There was no patient involvement. When the device was evaluated by the manufacturer, it was noted that the connection (welding joint) between the gripping head of the handle and the shaft is broken. This is report 1 of 1 for (B)(4).